Event description:
It was alleged that a tps handpiece cord was heating up during a procedure. A readily available alternate cable was used to complete the procedure without incident. No adverse event was associated with the device.

Manufacturer narrative:
During evaluation, the device functioned according to specification. No problem was noted with the cable.